Manufacturer narrative:
Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on september 25, 2015 and is past the three (3) year expected product life as outlined in the glidescope titanium reusable operations & maintenance manual (omm). Since the customer declined the option to have their titanium lopro t3 returned to verathon for evaluation, the root cause could not be determined, but it is likely that the age of the device, six (6) years and one (1) month, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope titanium reusable & spectrum single use operations & maintenance manual (omm) notes that: "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3, the image went in and out. The customer noted that the t3 blade appeared damaged as they could see an exposed wire. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.